Event description:
Five upstream occlusion alarms in three hours each time resulting in severe hypotension for the patient due to hemodynamic instability. Affected pump contained norepinephrine infusion. Once norepinephrine infusion was moved to another pump, we received no further upstream occlusion alarms, prompting us to set the pump aside for maintenance. Biomed technician was unable to replicate issue. Device evaluated and passed manufacturer specification. Ran for two hours on same settings used during this event and no alarms or issues with device occurred.